Event description:
A customer contacted haemonetics on (B)(4) 2011 to report that a loud noise was heard from an orthopat quick connect kit during a procedure followed by a disk break and a blood leak. No donor injury or reaction was reported. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(4) 2011 to report that a loud noise was heard from an orthopat quick connect kit during a procedure followed by a disk break and a blood leak. No donor injury or reaction was reported. No operator injury was reported. The device was not returned for evaluation therefore the reported problem could not be confirmed. If any additional information is provided a follow up report will be filed. (B)(4).